Manufacturer narrative:
Visual inspection showed that corrosion was found in the area of the locking mechanism, an indication of inadequate lubrication. Inadequate lubrication can possibly cause jamming with the locking mechanism over time. Functional inspection revealed that the device was able to be locked and unlocked. Reported event could not be duplicated. The tip was able to be moved after being unlocked. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. A nonconformance was initiated after testing indicated that the reported event could be duplicated if the device was not properly lubricated. The root cause was determined to be misunderstanding on the part of the sales team on when and how the instruments are lubricated. A corrective action/preventative action was opened to further investigate and prevent recurrence. Surgical technique states: instruments must be examined for wear or damage prior to surgery. Thoroughly inspect the inserter tip and inserter shaft for any damage prior to use and do not use if any damage is evident to threads, rotating mechanism, etc.

Event description:
It was reported that the inserter handle moves but the implant does not. There were no adverse consequences resulting from this event.

Event description:
It was reported that the inserter handle moves but the implant does not. There were no adverse consequences resulting from this event.